Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Pieces of tampon breaking off inside od the body- vagina [foreign body in reproductive tract]. Pieces of tampon breaking off [device breakage]. Case description: consumer reported via email/letter/social media that pieces of tampon are breaking off. No serious injury was reported.